Event description:
It was reported that a patient experienced a return of pain, high impedance in electrodes 12, 14, and 15, bad connection in electrodes 12 and 15, and intermittent stimulation issues. Impedance testing was conducted, revealing high impedance values for electrodes 14 and 15 at an earlier meeting, and subsequently for electrode 12, with electrodes 12 and 15 also showing bad connection. Troubleshooting included adjusting stimulation programming to avoid electrodes 12, 14, and 15, allowing the patient to adjust intensity as needed. No replacement products were required, and the issue remains ongoing. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.